Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia customer¿s blood glucose level was 447 mg/dl at the time of incident. The customer stated that they had blood glucose of 220-250 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer stated insulin pump gives the insulin flow block alarm. The troubleshooting was performed for the no delivery alarm and the event was resolved by the complete set change. The customer reports the auto mode feature stopped for the 4 hours. The insulin pump will not be returned for analysis.